Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through distributor ¿prosthesis ruptured¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, non-penetrating nick and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Partial d4 primary UDI number: (B)(4)

Event description:
Healthcare professional reported through distributor ¿prosthesis ruptured¿. Later healthcare professional reported ¿breast pain¿. Capsulectomy was performed. This record is for the right side. Device was explanted.